Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert, alert 07, present in the pump history at the issue's onset. There was no adverse impact to the customer's blood glucose level. The pump began charging successfully after being left plugged into a working outlet for at least 30 consecutive minutes using original charging supplies, and no further assistance was required.